Event description:
A report was received that the patient will undergo an explant procedure. No further information was provided.

Event description:
A report was received that the patient will undergo an explant procedure. No further information was provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient was explanted due to ineffective therapy. The patient is doing well.